Manufacturer narrative:
A root cause for the report of gi bleeding could not be confirmed. It was communicated that the source of the bleed was identified and that the pt was treated. The pt remains ongoing on vad-12045. No prior complaints exist and no add'l complaints have been reported at this time. A review of device history records for this device showed no deviations from mfg or qa specifications. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced gi bleeding/ the source of bleeding was treated and the pt has not had any add'l events.